Manufacturer narrative:
A ge service representative performed an onsite investigation. Multiple system fuse connections were evaluated and reseated. The 5vdc power supply was also evaluate and optimized to the proper operating voltage. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot. No patient serious injury or death was reported related to this event.